Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30880715l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. It was reported that char was found on the catheter tip after realizing that the irrigation was off to the catheter. The catheter was replaced and the issue resolved. The procedure continued. No patient consequence was reported. Additional information was received on (B)(6) 2022. The material was not located on the tip electrode or on any other section. The system reached it¿s temperature cutoff of 40c after 1-2s of radio frequency. This was the only error and perceived product problem. This happened twice before the physician noticed the stopcock was closed. The generator was set to power control mode with the temperature cutoff of 40c. Starting temp of 32 degrees up to 40c. Impedance was normal ~120 ohms and power was 25w. This was a right-sided procedure and the patient was not heparinized. Patient has not exhibited any neurological symptoms since the procedure was completed. Duration of ablation used less than 5s. Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. The average contact force was not greater than 40 grams or greater than 25 grams. Ablations that used forced were not above 40 g for any extended periods of time. Irrigation rate used was within parameters prescribed (power up to 30 w, high flow rate of 8 ml/min; 31 w or greater, high flow rate of 15 ml/min). Pre ablation flow was 2mil/min and high ablation greater than 30w was 15ml/min. Heparinized normal saline used as the irrigation fluid was used. Respiration was checked, stability range (3mm), stability time (3ms), force over time (25% over 3g), tag size 3mm. Tag index color options were used. Clarification was received on the event on (B)(6) 2023. The initial report stated there was visible char on the catheter after the couple seconds of ablation, but this was likely miscommunication when reported. No char was visibly seen, but the physician chose to not continue using that catheter to mitigate the chance of any char (that was not seen) from being dislodged. The physician thought it was likely coagulum would form if we did not switch out the catheter. They do not have pictures. Additional information was received on (B)(6) 2023. No thrombus was visible. The issue was the perceived risk of thrombus forming after not closing the stopcock and coming on radio frequency. Blood was inside the catheter and was likely to have clots on the inside, but none were visible on the outside. The physician did not want to continue using a catheter he saw as a risk for the patient. There was blood on the catheter tip that could have been perceived as a clot. The issue was assessed as MDR reportable for a clot issue.